Event description:
I am an orthopedic spin surgeon at (B)(6). I am writing to you all in regards to globus' caliber l expandable lumbar interbody cage. When performing a standard transforaminal lumbar interbody fusion (tlif) on a patient, I used the cage from the manufacturer using the company's protocol. On intraoperative radiographs, it was found the cage was too anterior and I had to readjust the cage. I attempted to back out the cage, but when malleting the inserter, the cage fell off the inserter. I believe this is a serious issue as I had to leave the cage in the person as the cage dislodged and was irretrievable. Ultimately, I had to use a different cage. Although no serious events have occurred, potentially a serious issue could have occurred. I believe this may be due to the design of the inserter. I believe each tlif cage inserter should be able to withstand "back slapping" to pull the cage more posterior instead of dislodging from the device.